Event description:
A clinical atrial fibrillation procedure involving a farawave catheter on (B)(6) 2025 involving a farawave catheter. Procedure completed successfully and under general sedation. No issued were noted with the devices or procedure. On (B)(6) 2025 the patient experienced right leg weakness accompanied by headache. Although stroke and tia were ruled out by neurology, the symptoms were considered consistent with migraine and musculoskeletal causes. Due to the need for diagnostic evaluation, the participant required an overnight hospital stay, no interventions outside of continuing oac noted but CT and MRI completed and both negative for acute stroke, ultrasound to right lower extremity showed no dvt. Both headache and right lower extremity weakness improved and patient discharged (B)(6) 2025 to home in good condition it was noted that right leg weakness, likely musculoskeletal, headache likely migraine, or possibly a tia per neurologist, per patient has had a tia about 1 year ago. Patient is doing well without residual symptoms. Patient feels good after the ablation, she did note some dizziness and leg weakness that she attributes to diltiazem, now not taking.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.